Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a broken thumb press. The following information was provided by the initial reporter: when the plunger cap was removed, the thumb press fell off.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced a broken thumb press. The following information was provided by the initial reporter: when the plunger cap was removed, the thumb press fell off.